Manufacturer narrative:
(B)(4). Date sent: 12/4/2023. D4: batch # 171c77. Additional information was requested, and the following was obtained: was this on the first firing of the device or not? Was there any difficulty while reloading the device? Please clarify if the ¿did not fire¿ is a lock out or a loss of power or something else. Did they attempt to fire after noticing the opening issue? The device was not fired. The surgeon put the device down the trocar and tried to open the device inside the patient and it would not fully open. - there was no difficulty loading/unloading the device. - the surgeon never even tried to fire the device because the device would not open far enough to even put the stomach in the jaws. - the device was never fired. She did not attempt to fire the device at all. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. Upon analysis, the jaws were partially open, the knife was noted to be partially deployed into the anvil. The device was closed and the home button was pressed, and the knife returned to the home position as expected the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 171c77, and no non-conformances were identified.

Event description:
It was reported that during the sleeve gastrectomy revision procedure the tech loaded into the device and handed it the doctor. Surgeon unclasped the lever to open the jaw of the device and jaws would not completely open. The device did not fire. Another device was used to complete the procedure. No buttress used. No patient consequences.